Event description:
It was reported by the aci vascular closure specialist that a (B)(6) male patient underwent a diagnostic coronary procedure on (B)(6) 2013. Access was obtained on the right groin. A pre-procedure femoral angiogram showed the vessel size to be 6mm. Following the procedure, the technician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the physician shuttled the sealant down to a stop. Then the physician withdrew the sheath from the tissue tract at which time it was noted that there was no advancer tube and the sealant was exposed on the distal tip of the protective sleeve. The device was removed and the patient was converted to manual compression for 20 minutes. Hemostasis was achieved. The patient was ambulated and discharged to home the same day with no clinical sequela noted.

Manufacturer narrative:
Visual inspection of the returned device showed that the shuttle cartridge was disengaged from the handle. The sealant was flush with the balloon proximal bond and the advancer tube was engaged to the proximal tamp lock. The sealant was compressed, bunched up and blood was observed on the outer surface. The catheter, shuttle cartridge and the advancer tube were inspected for anomalies that may have obstructed the device path during deployment. No anomalies were observed. The review of the lhr (lot f1323802) indicated that the device lot met all established performance criteria prior to shipment. The condition of the returned device does not match the description of the incident. The advancer tube was properly engaged to the tamp lock inside the shuttle cartridge. Based on the provided information and the investigation performed, the root cause for the reported event could not be conclusively determined.